Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic probe exhibited blood inside the mini probe. The issue occurred during a therapeutic endobronchial ultrasound bronchoscopy (ebus), which was completed with an olympus back-up device after a procedural delay under sedation (more than 30 minutes) to change the probe. There were no reports of patient harm.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.